Event description:
It was reported by the patient that there was a perforation of the atrium during the implant. Follow-up was attempted; however, no additional information was received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: 37085-60 x2 neuro extensions, (B)(6) 2010; model 37612 dbs ipg, (B)(6) 2010; model 3387s-40 x2 dbs leads, (B)(6) 2010; model 5076-58, (B)(6) 2009, implantable pacing lead; model p1501dr pacemaker, (B)(6) 2009. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.